Event description:
Heal-laa study. It was reported that thrombosis occurred. The patient had been on apixaban and aspirin which were both discontinued prior to the index procedure. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman flx pro closure device was implanted with complete laa seal and deployed device diameter of 24mm. The patient was placed on an anticoagulation medication regimen that included clopidogrel and aspirin. 356 days post index procedure for the 1 year routine follow up, transesophageal echocardiogram (tee) imaging revealed a laminar mobile device related thrombus (drt) measuring 0.1cm squared. Laa seal was complete and estimated left ventricular ejection fraction was 50%. No interventions were taken to treat the drt. No patient complications were reported.